Manufacturer narrative:
Device passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly. Device communicated properly with the test guardian transmitter and tested with glucose sensor simulator.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had stuck button alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that insulin pump had calibration not accepted, change sensor alert and sensor updating alert . Troubleshooting was performed for keypad anomaly. Insulin pump was not exposed to altitude. Customer stated that sensor glucose was low and blood glucose was high. Customer states they were unsure if they pressed a button down for 3 minutes or longer. The customer was advised that the insulin pump to revert to the backup plan. The insulin pump will be returned for analysis.